Manufacturer narrative:
The pump passed all functional testing including the displacement, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The pump was monitored and no audio beep anomaly during testing. The test reservoir does not lock properly inside the reservoir tube. The pump was received with broken reservoir tube lip. The pump was received with cracked case at reservoir tube window corner. The pump received with missing reservoir tube o-ring.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir compartment is broken and the reservoir will not stay in place. The customer's blood glucose level was 400 mg/dl. The customer was advised the pump would have to be replaced and returned for analysis.